Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the pump was not outside the allowable operating altitude range and the customer had followed the prompts when loading the cartridge at the time of these alarms. A cartridge change was performed resolving the alarms. Customer's blood glucose level was 147 mg/dl.